Event description:
The customer reported that a pt was burned at the pad site during a lavh procedure. The pad was placed on the pt's left outer thigh. The burn was noticed during the procedure. Degree of burn is unk. Silvadene ointment and a dressing were applied to the burn. The incident pad was saved, but the customer is not releasing it for eval by covidien ebd.

Manufacturer narrative:
(B)(4). The customer has indicated the incident sample was saved, but is not available for eval. If the incident sample is returned, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted. Clinical hotline info regarding the proper use and placement of pt return electrodes, as well as info regarding return electrode lesions, was provided to the customer.